Event description:
Customer reported when moving the ceiling stand, the brackets of the monitor swivel base reportedly broke. The monitor fell down from the ceiling stand on the nurse and hit him at the head and arm. The nurse reportedly has suffered headaches, seeing double, and arm injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.